Manufacturer narrative:
(B)(4).

Event description:
A report was received stating a ventilator generated an alarm and subsequently stopped ventilating the patient. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient reported. There was no death or serious injury associated with this event.